Manufacturer narrative:
Conclusions: the customer reported that there was no display on the monitor. After dispatching a field service engineer (fse) to the site, it was concluded that the video graphics array (vga) board was defective. Without this board no image is available. From analysis the failure rate of this part is currently within acceptable parameters. No further investigation or action is warranted. (B)(4).

Event description:
The customer reported that there was no display on the x-ray monitor.